Manufacturer narrative:
(B)(4).

Event description:
It reported that the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. The patient was in good condition.